Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 404 mg/dl which has been treated. Customer's parent also stated that the sensor kept losing connection with the insulin pump. Customer was not present at the time of the call, hence unable to troubleshoot. No product will be returned for analysis.